Event description:
The customer stated that one cancer patient (endometrial cancer) has been monitored for the architect ca19-9 values. Results of 41.8 and 48.1 iu/ml were generated back in (B)(6). A result of 100,000 iu/ml was generated in july and questioned as it was a sudden increase. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending did not identify atypical complaint activity related to falsely elevated results. Accuracy testing was completed using retained kits of the product in question. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There is no malfunction since the issue is for a discreet patient and troubleshooting performed by the customer indicated that the sample had good linearity. This is addressed in the product labeling in that the assay does not have 100% performance claim. No additional issues were identified. Based on the evaluation results, no malfunction or product deficiency were identified to be related to this issue.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.